Event description:
It was reported that this pacemaker exhibited loss of capture (loc) and farfield oversensing. Technical services (ts) reviewed the device data and observed the loc and oversensing was present in bipolar configuration on the right atrial (ra) lead. In unipolar configuration, no issues were noted. Further evaluation and reprogramming optimization was recommended.. No adverse patient effects were reported. This pacemaker remains in service.